Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer reviewed the log file and found position errors for beam long and beam. Philips field service engineer visited onsite found that the geo movement was missing and found power supply issues at r cabinet ny supply. The cause of the system failure determined by the supplier's part analysis that the connector x21, x34, x35 was defective and suite pc, x ray pc and power supply has no issue. To resolve the issue, fse replaced the suite pc, x-ray pc, 24-volt power supply, and spdu, loaded software. Fse reloaded the flex vision pc. After suite pc, x-ray pc, 24-volt power supply and spdu, the system was working as intended. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.